Manufacturer narrative:
(B)(6). Concomitant medical products: product ID: 3058, serial#: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from patient regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported she was having problems with her feet swelling 3 times the size and her bladder not emptying and they couldn't figure out what was going on until the patient mentioned her frequent falls to her physician. Patient notified her physician she had been falling about 3-4 times per day and the doctor ordered x-rays to check on the interstim system which showed it had moved out of place. The patient underwent interstim system replacement on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported did not know what circumstances led to swelling of her feet. She had received some fluid pills and had experienced falls and had device replaced as x-ray indicate that device had moved. She also did not know what contributed to her bladder not emptying.